Event description:
The user facility reported that they experienced multiple occurrences where the connector end of the winged infusion set would not engage completely to a specific brand of IV administration set. Therefore, blood leaked out from the connection site during use. The user reported that no patient injury was associated with the leakage.